Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified right coronary artery(rca). A promus premier stent had been previously deployed in the proximal rca. A 12x3.50mm promus premier&#10259;tent was advanced through the previously placed promus premier stent. However, resistance was encountered and the 12x3.50mm stent was unable to cross the previously placed stent. The 12x3.50mm promus premier&#10259;tent was then removed from the patient and it was noted that the stent struts were lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.